Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was attempted at implant due to high out of range left ventricular (lv) pacing impedance measurements. The lv lead was tested via pacing system analyzer (psa) prior to insertion into the device with no anomalies noted. However, when connected to the device out of range measurements were observed. The lead was removed and reinserted with no resolution. A different device was implanted without further complication. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. A lead was inserted into all three barrels without complication. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was attempted at implant due to high out of range left ventricular (lv) pacing impedance measurements. The lv lead was tested via pacing system analyzer (psa) prior to insertion into the device with no anomalies noted. However, when connected to the device out of range measurements were observed. The lead was removed and reinserted with no resolution. A different device was implanted without further complication. No adverse patient effects were reported.